Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that the likely cause was unintended use error; based on the information provided by the user facility, it is inferred that the user used the subject device in combination with non-olympus electrosurgical unit, leading to the reported phenomenon. As stated in the instructions for use: "use only olympus high-frequency electrosurgical equipment with this unit. Non-olympus equipment can cause interference on the monitor display or a loss of the endoscopic image. " "before using high-frequency electrosurgical equipment, be sure to install and connect the equipment according to its instruction manual and make sure that the noise does not affect the observation and surgical procedures. If high-frequency electrosurgical equipment is used without such confirmation, patient injury may result."

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined. While troubleshooting the reported problem with olympus technical support via the phone, the reporter indicated that they believed the issue to be caused by a video cable; however, it was not confirmed and the problem could not be duplicated by the user facility upon troubleshooting.

Event description:
A user facility reported to olympus that the image from the olympus cv-190 was lost when using a non-olympus electrosurgical device. There was no patient injury or harm, associated with the problem, reported to olympus.